Event description:
The ball portion of the reduction tool broke during the case, and they had to replace it. No debris reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.